Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. The service history review had no indication that the complaint was related to a service of the device within the review period. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming no disposable pump won't run. Alarm silenced and settings reviewed (continuous rate 2.3 ml, reservoir volume 11.7 ml). Alarm persisted. Tubing clamped. The contact assisted patient's daughter in law with removing the cassette. Tubing massaged and cassette tapped gently on a hard surface. Alarm persisted once cassette was reattached, and pump restarted. They repeated above process, but alarm persisted. They instructed patient to power off the pump and contact her clinic for further instructions as they were supposed to disconnect on the same day at home, and the patient verbalized understanding. Event occurred while in use with patient. There was a patient involvement and no patient harm/adverse event reported.